Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 520 mg/dl. Elevated bg was addressed via a correction bolus. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Bg level had lowered to 452mg/dl by the end of the call. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.